Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient was not visible on the station because the patient had already been discharged in the system. The technical support specialist (tss) advised to customer to re-admit the patient to restore visibility. After re-admission, the issue was confirmed resolved and normal functionality resumed. The system functioned as intended after the technical support specialist (tss) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user experienced an issue where a patient was automatically discharged in the system; however, the patient still appeared in the patient list. The list indicated the patient as auto discharged, even though the patient was still active and should not have been discharged. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.